Event description:
Customer reported via phone, the reservoir had air bubbles. Customer's blood glucose was 16.5 mmol/l. Customer stated when he replaces the reservoir there are no air bubbles and on the second day they are present. Customer keeps the insulin in room temperature and no leaks are noted. This was the second reservoir she uses from the box and both had the same issue. Customer was advised to move the plunger a few times before filling reservoir and call back if issues persisted. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.